Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen. Prior to insertion, the site was prepped with alcohol. The patient later developed redness, drainage, and signs of infection localized under the sensor pod area. Additionally, the patient reported a burning sensation in the affected region. On (B)(6) 2025, the patient sought medical attention and was prescribed two oral antibiotics: doxycycline 100 mg (twice daily) and cephalexin 500 mg (four times daily), though the patient did not begin treatment until (B)(6) 2025. A photo submitted with the complaint was reviewed and showed a beet-red, undrained abscess at the needle puncture site, with surrounding redness and inflammation extending beyond the sensor patch perimeter. A small pustule was also visible adjacent to the abscess. The g6 sensor remained fully adhered to the lower right abdomen. The image confirmed the presence of a skin infection. At the time of reporting, the patient continued to experience pain in the affected area. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.